Event description:
A (B)(6) year old woman with nicm s/p stet bi-v ICD, now at eri. Known to have riata rv lead, on advisory and has demonstrated externalization of conductors noted on fluoroscopy. Referred for generator change +/- rv lead revision. Dates of use: (B)(6) 2008 - (B)(6) 2013. Reason for use: non ishemic bardiomyopathy. Primary prevention of sudden death.